Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2024-jan-31: additional information was received from the patient. They reported that level c does not program due to impedance. Patient is not sure if the healthcare provider (hcp) was able to determine a cause for the issue. Patient stated therapy is not helping. Agent offered to send list of healthcare provider's (hcp) and caller declined stating its an out of state workman's comp situation so it is hard to get compensated. Caller is wondering if a manufacturer representative (rep) could meet them. Patient disconnected and said they would call back in a few minutes.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that they met with an mdt rep sometime a couple months ago and were told that they had an impedance issue. Caller stated the mdt rep was able to program groups a & b but not group c. The reason for call was caller reported that for about the past two months, they have noticed that they are unable to charge their ins 100% without having to stop and charge the controller. Caller stated they charged their ins to 80%, then had to stop to charge the controller. Caller confirmed that they use the belt while charging their ins. Caller confirmed no visible damage to the recharger. Tss instructed caller to reset the controller and initiate a recharge session. Caller confirmed the ins was 80% charged and the controller was 40% charged. Caller was able to begin recharging excellent without issues. Caller then laid down and the recharge quality went to "recharging good", then "poor". Tss instructed caller to hold the recharger paddle over their ins and manipulate the recharger cord to see if the recharge quality fluctuated as a result, and caller confirmed the recharge quality remained "recharged excellent". Tss reviewed that the equipment seems to be working as I ntended and reviewed best practices for recharging. Caller stated that when they hold the controller in front of them, it will not communicate with their ins unless they hold the controller closer to their ins. Caller then stated that he is tall and their arm span is longer than the average person so it could be that they are holding the controller more than 1 meter away from the ins when holding the controller out in front of them. Caller also mentioned that they had their recharger antenna (for the restore platform) replaced in the past due to it becoming hot. Caller also commented that their last recharger was replaced because the relay box was becoming hot captured in pe 703763976 rep reported they were not aware of event. Rep reported their last interaction with patient was in 2021 and they had not issue programming patient.